Event description:
Reporter called to report that her revel insulin pump infusion set over delivered insulin to her and that she was found unconscious. Reporter states that she has stopped using the pump and uses a different brand now because, she does not trust how it works. Reporter stated that she contacted medtronic after the event and they did not contact her back until two months ago. Upon contact she was made aware that her pump's infusion set had been recalled due to over infusion insulin and that they would send her two replacement boxes of infusion sets. Reporter states that she was upset with medtronic because she could not speak to a supervisor and that it took the MFR a long time to contact her back.